Event description:
Additional information received from a manufacturer representative reported the battery of these devices enters in eri after 4 years average, it is normal. The patient must see a doctor who will order a replacement to the patient's health care company. The patient was trying to schedule an appointment in a doctor's office, as the surgeon who did the implant is no longer in the city and the patient had difficulty finding another specialist. Once the patient schedules the appointment, the representative will be there for technical support, if necessary.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that an elective replacement indicator (eri) message was displayed. There was an allegation of dissatisfaction with the implantable neurostimulator (ins) longevity. The patient was told the ins would last 10 years. The patient had checked the ins due to increasing levels of pain and that was when they saw the eri message. The eri message had not been resolved and the ins battery was still low. No actions/interventions or outcome were reported regarding this event. If additional information is received, a follow up report will be sent.